Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of dust and dirt contamination. In addition of the above evaluation, the blower assembly, blower bellows, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly will need to be replaced due to contamination, the unit will need programmed, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : third-party service center.